Event description:
It was reported to boston scientific corporation on august 26, 2020 that a hot axios stent was to be implanted in a transgastric position to treat a malignant vater blister and obstruction in the duodenum during a pseudocyst drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent failed to deploy. Reportedly, the stent was removed partially deployed on the delivery system. The procedure was completed with another hot axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the device provided by the complainant after the procedure shows that the stent was partially deployed on the delivery system.

Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of stent partially deployed. Block h10: the hot axios stent and delivery system were not returned for analysis. A media inspection of photo provided by the complainant noted that the stent first flange did not fully expand and was partially deployed. No other issues with the stent and delivery system were noted on the photo provided. The reported event of stent partially deployed was confirmed. Taking all available information into consideration, the investigation concluded that the reported events and the observed failures were likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated, the anatomy of the patient and/or the interaction of the device with the scope, limited the performance of the device and contributed to stent partially deployed and stent first flange failure to expand. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the directions for use (dfu)/ product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in a transgastric position to treat a malignant vater blister and obstruction in the duodenum during a pseudocyst drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent failed to deploy. Reportedly, the stent was removed partially deployed on the delivery system. The procedure was completed with another hot axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the device provided by the complainant after the procedure shows that the stent was partially deployed on the delivery system.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in a transgastric position to treat a malignant vater blister and obstruction in the duodenum during a pseudocyst drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent failed to deploy. Reportedly, the stent was removed partially deployed on the delivery system. The procedure was completed with another hot axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the device provided by the complainant after the procedure shows that the stent was partially deployed on the delivery system.

Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of stent partially deployed. Block h10: the hot axios stent and delivery system were received for analysis. The stent was received completely deployed. The delivery system was received in "position 2". Visual examination of the returned device found the inner sheath kinked. A media inspection of photo provided by the complainant noted that the stent first flange did not fully expand and was partially deployed. Functional inspection was performed to verify handle mechanism functionality; a slight resistance was felt during the movement of the stent hub. A destructive inspection was necessary to verify the cause of the resistance felt during movement of the delivery system; however, no damage found. The outer diameter (od) of the stent was measured and was found to be within specification. No other issues with the stent and delivery system were noted. The reported event of stent partially deployed was confirmed per media analysis. Taking all available information into consideration, the investigation concluded that the reported events and the observed failures were likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated, the anatomy of the patient and/or the interaction of the device with the scope, limited the performance of the device and contributed to stent partially deployed and stent first flange failure to expand. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the IFU (instructions for use) / product label.